Manufacturer narrative:
The manufacturer previously reported type of reportable event as other in section h1. After review, it was determined type of reportable event should have been serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry nose, nose bleeds, nose bleeding into lungs, double pneumonia, bubbles in lungs. The patient alleges the device is noisy. Medical intervention was not specified. The patient mentioned they will get a lawyer if no help is provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.